Event description:
It was reported that the insulin pump is squeaking and none of the buttons are working. This has been happening for two hours. The blood glucose reading is 54 mg/dl. Customer has treated with food. Customer stated that the minutes do not change on the time display. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.